Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A request for the device has been made. If additional information or samples become available, a follow-up report will be submitted. The batch review cannot be performed since there was no lot number provided.

Event description:
The customer reported to a baxter i.v. Therapy representative a clearlink catheter extension set in which the proximal end of the set became detached from the tubing and caused the patient to bleed slightly. The incident occurred in the ICU. No adverse event was reported. No additional information is available.